Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked casing near the display window corners, and minor scratches on display window. (B)(4).

Event description:
The customer reported via phone call that her insulin pump was damaged: the end of the reservoir compartment and the black o-ring were broken off. The patient's blood glucose at the time of incident is unknown. The damage may have occurred while the patient was hula hooping. The insulin pump was returned for analysis.